Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: I wanted to report a quality concern identified by our nursing team related to pump tubing sets. We have had multiple instances where the end component of the tubing became detached during use. While this issue has occurred across several sets, the team was able to retain packaging for one affected item for reference. Issue summary: product: 2420-0007. Defect: end component becoming detached. Occurrence: multiple sets impacted. Packaging: available for one affected unit. Additional information received from the customer: please mention the affected number of quantities in unit/each/cases. Prior affected product were disposed of. Only 1 available to send. What was the medication/fluid in use at the time of the event? No information. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.